Manufacturer narrative:
D10 concomitant products: mrasi0001 monopolar curved shears x2 (sn: (B)(6)) device evaluation: medtronic led an evaluation of the provided image for the unknown trocar device. Visual inspection of the provided image depict the monopolar devices; however, the trocar and seals are not in any of the images. Evaluation of the unknown trocar noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of a robotic laparoscopic prostatectomy, an instrument error appeared on the screen and the su rgeon lost control of the monopolar curved shears (mcs sn:(B)(6)) while dissecting the layers. As a result, the bedside double-clicked on the idu, which did not work. Without waiting for guidance, the bedside forced the instrument out and managed to remove it, but damaged the seal of the trocar (lot: unknown) and the mcs, which were both replaced with new ones that worked normally. There was a delay to the procedure of approximately ten minutes. There was no patient injury.